Manufacturer narrative:
.

Event description:
The hcp reported the patient had cardioversion at another facility. The neurostimulator was turned off prior to the cardioversion. Post cardioversion, the device was turned back on and the patient experienced facial drooping. The device was turned off and the facial drooping disappeared. The patient was seen again by a physician the next day. The patient experienced the same facial drooping during threshold testing. The patient had difficulty talking. The physician concluded the facial drooping was due to the stimulation being turned on and off and not the cardioversion. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.